Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, access was performed into the left atrium using a competitor sheath. Multiple attempts were made to enter the left superior pulmonary vein (lspv) without resolve. A competitor catheter was used to try to move around the area without resolve. The sheath was then replaced with a company sheath and the guide wire was exchanged for another competitor product. The guide wire then displayed some movement in the lspv. It was then indicated that the patient¿s blood pressure declined and imaging was performed that confirmed a pericardial effusion. Pericardiocentesis was performed and the patient was taken to surgery for the repair. The case was aborted and the patient was under general anesthesia. Incoming information indicated that the patient did not require further surgery and was scheduled to be discharged to home from the hospital. No further patient complications have been reported as a result of this event.